Event description:
It was reported that during the implant procedure, the helix would not fully extend and there was high impedance up to 3097 ohms. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found, however there was blood in/on helix/lobe mechanism noted.